Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she was trying to bolus when the numbers began ascending in the blood glucose input screen. She pressed esc, and the numbers began descending. She reported that this issue kept repeating in a loop. The customer's blood glucose was 147 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.